Manufacturer narrative:
The pump was not returned to animas for evaluation. Animas has completed a review of the release paperwork and the pump was operating according to specification upon release.

Event description:
The pt reported that the pump did not provide audible notice.